Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient with a securacath piccline where the tube itself came out when the old dressing was removed when it was to be replaced. Suspicion that the tube was not in the actual groove on the securacath part. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter malposition is inconclusive because evidence of malposition could not be observed from the returned device. One 5 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. A securacath device was returned with the catheter. The securacath device appeared broken on one of the wings. No damage was observed along the returned catheter. A microscopic observation revealed nothing remarkable along the catheter shaft. The distal end of the catheter not withing the tapered region of the catheter shaft was observed, and the wall thickness was measured and compared with its part drawing. The catheter was cut just distal of the molded suture wing, and a microscopic measurement of the wall thickness was measured within the tapered region of the catheter and compared against its part drawing. The distal end of the catheter wall thickness measured to be .0145 in. Thick, which is in specification according to dwg7017025, rev 3. The measurement of the wall thickness of the tapered region of the catheter just distal to the molded suture wings measured to be .0216 in. Which was also within specification. No damage was observed along the returned catheter, so the complaint of catheter malposition is inconclusive at this time. The returned securement device appeared to be broken; however, the securement device is not a product of bd and could therefore not be properly evaluated. This complaint will be recorded for future trending and monitoring purposes.